Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. D11 update: catalog #: 00235901635, 3.5 mm locking screw 16 mm length, lot # 62874417. Catalog #: 00235901835, 3.5 mm locking screw 18 mm length, lot # 62851131. Catalog #: 00234702016,cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length, lot # 62442187. Catalog #: 00234702018, cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length, lot # 62678163. Catalog #: 00234702020, cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length, lot # 62755023. No devices or photos were returned for evaluation. The device history records were reviewed for the plate with no deviations or anomalies being identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Medical products and therapy dates - catalog #00235901635, 3.5mm locking screw, lot #62874417, catalog #00235901835, 3.5mm locking screw, lot #62851131, catalog #00234702016, cortical bone screw, lot #62442187, catalog #00234702018, cortical bone screw, lot #62678163, catalog #00234702020, cortical bone screw, lot #62755023.

Event description:
It is reported that the patient underwent an open reduction and internatal fixation procedure to correct a left clavicular fracture after a fall, and was subsequently revised approximately sixteen months post-implantation. During the revision, the surgeon discovered that the plate was fractured and that visible degeneration and necrosis were found in the surgical site. Inflammatory cell infiltration and displacement of the fracture were also noted.